Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering the basals, and her glucose was elevating between breakfast and lunch time. The customer stated that she had to take a correction bolus. No further info was provided.